Manufacturer narrative:
Additional information: section d.7 advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and the recipient's issue resolved. The recipient's device will not be explanted at this time. This is the final report. Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.